Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during preparation for the stent placement procedure, it was noted that the coating was sheared off to the core of the hydrophilic wire guide. This issue was prior to patient contact, another device was used, and there were no additional procedures reported.